Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that insulin pump had motion sensor test failure alarm and had frozen display. Customer's blood glucose level was unknown. Customer also reported that they were unable to clear the alarm and also received button error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.